Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2008 and mesh were implanted into the patient. No clarifying information provided. It is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted due to pop and sui. It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted due to urinary frequency, urgency, cystocele, rectocele, enterocele, and vault prolapse. It was reported that the patient underwent mesh revision/removal on (B)(6) 2011; concurrently with abdominal enterocele repair and partial colectomy. It was reported that the patient underwent mesh revision/removal on (B)(6) 2012; concurrently with sacral colopexy with omental graft and appendectomy. It was reported that following insertion the patient experienced chronic pelvic and vaginal area pain, infections, unable to engage in sexual intercourse, urinary leakage, urinary frequency, adhesions, digestive issues, depression and anxiety. (B)(4).